Event description:
During deployment of the valve, the transcatheter aortic valve balloon ruptured at maximum pressure. The physician attempted to remove the delivery system, but due to the ruptured balloon, the sheath was damaged. Surgical cut down and repair of the right superficial femoral artery was done. Fluoro of the bilateral groins showed a small piece of the delivery system embolized to a small branch of the femoral artery. Cut down of the left sfa and profunda femoris artery was performed, but the embolized piece could not be retrieved. The pt had no further complications and maintained normal distal pulses.